Event description:
Received one device, inspection found degraded seal. It was reported that the pump will not detect the dose cord. There was no patient involvement.

Manufacturer narrative:
Received one device. Visual inspection found that the device has degraded downstream occlusion sensor (dso) seal. Dso seal replaced and passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.